Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the high definition 3cmos autoclavable camera head encountered e226 scope communication error. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the information supplied by the customer and the manufacturer. Please refer to the following sections for the new information: b5, d9, g3, h2, h3, h4, h6, and h10. The device was returned to olympus for evaluation and the customer's allegation of error e226 was confirmed. Device evaluation determined the plug unit was cracked and could not connect firmly, therefore the endoscopic image could not be displayed, and e226 occured. Device history record (DHR) review: a DHR was reviewed and no issues that could have caused or contributed to the reported issue were found. Instructions for use (IFU): ¿never use the camera head on a patient if an irregularity is observed. Damage or an irregularity in the camera head may compromise patient or user safety and may result in more severe equipment damage.¿ the most probable cause of the complaint is cause traced to component failure. Olympus will continue to monitor the field performance of this device.

Event description:
Additional information was received from the customer. The issue occurred during preparation for use, prior to sedation for a video-laparoscopic cholecystectomy procedure (vlc). The intended procedure was completed with a similar device, with no surgical delay. There were no other devices involved in the event.